Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate got stuck and would not retract. The device was difficult to remove. A surgical cutdown was performed to remove the device. It was confirmed that everything was removed from the patient. Without upsizing the sheath, the tavr procedure was completed. Hemostasis was achieved using manual suturing via the cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulties. The surgical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to open or close the foot and device entrapment include, tissue or suture caught in the foot or aggressive technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.